Event description:
Device 1 of 2. Reference MFR report number: 1627487-2013-18619. The pt reported experiencing ineffective stimulation. The pt indicated reprogramming efforts have been unsuccessful. Also, pt stated his physician informed him there was nothing the physician could do to improve stimulation. The sjm rep is to contact the patient as the next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.